Manufacturer narrative:
Date of event: date estimated. Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report post procedure, the patient was re-hospitalized with renewed symptoms and tissue damage was noted requiring an additional clip for treatment. It was reported that the index mitraclip procedure was performed in (B)(6) 2017 to treat functional mitral regurgitation (mr) with grade of 4. One clip was implanted reducing mr to 1-2. Sometime in (B)(6) 2019, the patient presented with renewed symptoms. Transesophageal echocardiography tee) was performed and showed a deterioration of the mitral valve, and increased mr of 4. On (B)(6) 2019, a second procedure was performed and the posterior mitral leaflet was noted to be torn. The physician suspected it was due to the calcification of the leaflet. One clip was implanted reducing mr to 2-3. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to patient anatomy as it is likely that the calcification of the leaflet resulted in the reported tissue damage, dyspnea and mitral regurgitation. The reported patient effects of mitral valve tissue damage, dyspnea and worsening mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.